Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, a week and a half ago, the patient noticed that their device hadn't been working that well to control their symptoms, and then they saw por (power-on-reset) on their programmer (pp). It was noted that there were no falls, trauma, medical test, or emi that could have caused the por. The patient was redirected to their healthcare provider to address the por and their symptoms. No further patient complications are anticipated or expected as a result of this event.